Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, an electrical abnormality by the internal electronic board failure was likely led to the e090 occurrence. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the electrosurgical generator, which is an olympus asset with no reported complaint. During the evaluation of the device, error e090 occurrence history had been recorded multiple times in the error log was observed. The service repair technician indicated that the most likely cause of the e090 was due to a component failure of the internal electronic board. There was no patient involvement.